Event description:
It was reported that there was proximal type I endoleak that was repaired with and endurant cuff; however, the proximal type I endoleak was not resolved. The physician modified the aortic cuff by removing the bare spring and two stent rings. A palmaz stent was implanted and the endoleak was resolved. There was also an endurant extension added to the right iliac limb proactively. There was no CT done only an ultrasound, due to renal issues. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Method: (film evaluation). Results: inherent risk of procedure (endoleak, improper component placement).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that when the bifurcated stent graft was deployed, the gate did not open where the physician wanted it to. The stent graft was opened only to the level of the gate. The physician rotated the delivery system and the stent graft turned but in the process, it was pulled down 2 cm. The physician then pushed the delivery system upwards in an attempt to reposition the stent graft. The top of the bifurcated stent graft canted in a strange angle, facing towards the one side of the aortic neck (facing anterior) and it was compressed. At this time, the decision was made to complete deploying of the remainder of the stent graft. The contralateral limb was deployed on the right side and an ipsilateral extension on the left. The stent grafts were ballooned; however, there was a proximal type 1 endoleak. The physician wanted to place a cuff proximally to address the endoleak but the top of the bifurcated stent graft was 1 - 1.5 cm from the renals and facing anterior and the cuff was be too long. The decision was made to leave it the way it is with the endoleak present and will monitor. No clinical sequelae were reported, and the patient is fine. A review of returned pre-implant films show a relatively straight forward anatomy; the neck was straight. Two returned still angio images at implant show the device deployed below the renals, and the proximal stent margin appears angulated and not in the same plane.